Event description:
During verification testing at the mfg facility, it was noted that fluid would not flow through the tubing.

Manufacturer narrative:
One used device was evaluated. During testing, it was noted that fluid would not flow through the tubing. This was due to excess plastic in the fluid path in the cassette. The event that is being reported was noted during verification testing. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).